Event description:
The infusor's last mamogram screen displayed failure. Device stopped infusing. Pt on continous cytarbine, ondansetron "hydration" every 6 hrs leucovorin. Device not working for 3 hrs. Pt received leucovorin just prior to pump failure. Just after another device was placed received 2 doses within 3 hrs.